Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a 'thumping' sensation, diaphragmatic and nerve stimulation. It was also reported that the following issues were noted on the right atrial (ra) lead: dislodgement, high thresholds and varying p-waves. The ra lead was inactivated through reprogramming. No further patient complications have been reported as a result of this event.